Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited high out of range right ventricular pacing impedance measurements. Additional information from the field representative provided noise was observed on the electrogram but was not oversensed. The cause of the noise could not be determined. Subsequently, this pacemaker was explanted. Another pacemaker was implanted to complete the procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.